Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. The valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the dilated ventricles was congenital post-hemorrhagic hydrocephalus.

Manufacturer narrative:
Event and explant dates are approximations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted at the end of (B)(6) 2018. The patient¿s medical history included hydrocephalus and meningitis caused streptococcus agalactiae. Following implant, the patient experienced seizures, vomiting, and headaches. A CT scan showed the patient¿s ventricles were dilated. The device was explanted and replaced on either (B)(6) or 4th. At the time of explant, the pressure setting was at 1.5, which was the same setting at implant. The patient¿s outcome was listed as okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the seizures, vomiting, and headaches was the dilation of the ventricular system.